Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage from the control section, disallowing the user from completing reprocessing of the device. As a result, foreign material remained in the air/water channel. A further cause of the leakage of the control section could not be presumed from the information obtained for this investigation. User can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the control body of the evis lucera elite colonovideoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water channel was contaminated with a foreign material. A white crystallized contamination believed to be simethicone type product was evident in the air/water channels. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the control body was leaking, the objective and light guide lenses were chipped, the lens glue was worn, the bending section cover glue was worn, the switch was worn, the light guide tube was delaminated, the scope connector had water ingress, angulation was reduced, the knobs had play, and the air/water flow failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.